Manufacturer narrative:
Tracking #.50797.

Event description:
It was reported that the tl60 was used during a rectal anastomosis procedure. It was reported by the affiliate that the theatre nursing unit manager relayed the message from the surgeon that the staples fired before he pulled the firing trigger. The device was discarded and another tl60 was used to complete the case. There was no consequence to the pt.